Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws wire pulled apart . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the jaws as well as the handle. The heater wire was observed to be slightly flexed away from the hot jaw from the middle portion but remains attached at the tip and base of the hot jaw. Silicone jaw was observed to be intact and no other visual defects was observed. Based on the returned condition of the device, the reported complaint "material twisted/bent; wire" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Awaiting product: the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws wire pulled apart . A replacement device was used to complete the procedure. The hospital did not report any patient effects.